Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of his insulin pump's battery chamber was cracked. The patient's blood glucose at the time of incident was 527 mg/dl, which the customer treated with a manual insulin injection. Troubleshooting was initiated for the physical damage. The customer was unsure of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.